Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tulip of a pedicle screw detached from the screw shaft during surgery. The detached tulip was noticed as the surgeon attempted to insert a driver through the extender sleeve attached to the screw in order to further advance the screw into the pedicle. The screw was removed and replaced with an alternative screw. There were no reports of patient impacts associated with this event.